Event description:
Bacterial infection- vaginal [bacterial vulvovaginitis] , bleeding - vagina [vaginal haemorrhage] , one (tampon) got stuck inside of me- vagina [foreign body in reproductive tract] , uti [urinary tract infection] , vaginitis [vaginal infection] , yeast infection - vaginal [vulvovaginal mycotic infection] , vulvovaginitis [vulvovaginitis] , pain- vagina [vulvovaginal pain] , tearing in my vagina [vulvovaginal injury] , vaginal discharge [vaginal discharge] , vaginal odor, rotten [vaginal odour] , dysuria [dysuria] , vaginal irritation [vulvovaginal discomfort], pelvic pain [pelvic pain] , blood large (urinalysis) [blood urine present], leukocytes moderate (urinalysis) [white blood cells urine] , painful intercourse [dyspareunia] , candidiasis, unspecified [candida infection] , (tampon retained on (B)(6) 2026) retained tampon removed (on (B)(6) 2026) [incorrect product administration duration] , applicator got two tampons in it/tampon without a string [device physical property issue] . Case narrative: consumer reported via phone that an applicator had two tampons in it. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Bacterial infection- vaginal [bacterial vulvovaginitis], bleeding - vagina [vaginal haemorrhage] , one (tampon) got stuck inside of me- vagina [foreign body in reproductive tract] , uti [urinary tract infection] , vaginitis [vaginal infection] , yeast infection - vaginal [vulvovaginal mycotic infection] , vulvovaginitis [vulvovaginitis] , pain- vagina [vulvovaginal pain] , tearing in my vagina [vulvovaginal injury] , vaginal discharge [vaginal discharge] , vaginal odor, rotten [vaginal odour] , dysuria [dysuria] , vaginal irritation [vulvovaginal discomfort] , pelvic pain [pelvic pain] , blood large (urinalysis) [blood urine present] , leukocytes moderate (urinalysis) [white blood cells urine], painful intercourse [dyspareunia] , candidiasis, unspecified [candida infection] , (tampon retained on (B)(6) 2026) retained tampon removed (on (B)(6) 2026) [incorrect product administration duration] , applicator got two tampons in it/tampon without a string [device physical property issue] . Case narrative: consumer reported via phone that an applicator had two tampons in it. No serious injury reported.